Manufacturer narrative:
Correction- d4 serial number should have been (B)(6); lot number should have been a000136303; expiration date should have been jan 13, 2025; UDI should have been (B)(4).

Event description:
Additional information received indicates the right lead was confirmed fractured. Surgical intervention was undertaken on (B)(6) 2025 wherein the right lead was explanted and replaced.

Event description:
It was reported during an explant of the cervical system (reference #(B)(4)) one lead in the thoracic system was exhibiting high impedances on most contacts and unable to provide therapy. X-rays confirmed the lead is damaged. No further plan at this time.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000136303. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.